Manufacturer narrative:
B1 - corrected to : product problem (e.g., defects/malfunctions) in the initial MDR. B2 - required intervention to prevent permanent impairment/ damage should be removed from the initial MDR. H1 - corrected to : malfunction in the initial MDR. H6 - corrected to: health effect - impact code (f): 2199 in the initial MDR. H6 - corrected to: medical device problem code: 3189 in the initial MDR. Claim #(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens was removed and replaced intraoperatively for a shorter length lens. The problem was resolved. Cause of the event is unknown.